Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and impedance variation. Follow-up was conducted with the patients clinic and it was verified that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.